Event description:
It was reported that this patient's right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms with their previous device during a device replacement procedure. A 41 joule commanded shock was delivered with the previous device, which resulted in shock impedance measurements of 113 ohms. The physician chose to keep this lead implanted with the new implantable cardioverter defibrillator (ICD). A painless shock lead impedance test was performed which showed shock impedances of greater than 200 ohms. A commanded shock was again performed which showed shock impedances of 100 ohms. The device was reprogrammed, and the lead remains in service. Additional information was received which reported that the lead later exhibited a shock impedance of greater than 145 ohms with a subsequent code 1005, indicative of an open circuit condition was detected during shock delivery. Anti-tachycardia pacing (atp) and shocks had been delivered via the device, and it could not be determined if the shocks were appropriate or inappropriate at that time. The local area sales representative was contacted for additional information. At this time, no further information is available. The device was later explanted and returned for analysis. No additional adverse patient effects were reported. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Device memory was reviewed and confirmed the code 1005 occurred while the device was still implanted. An x-ray of the device was performed which shows an intact plasma fuse. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient's right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms with their previous device during a device replacement procedure. A 41 joule commanded shock was delivered with the previous device, which resulted in shock impedance measurements of 113 ohms. The physician chose to keep this lead implanted with the new implantable cardioverter defibrillator (ICD). A painless shock lead impedance test was performed which showed shock impedances of greater than 200 ohms. A commanded shock was again performed which showed shock impedances of 100 ohms. The device was reprogrammed, and the lead remains in service. Additional information was received which reported that the lead later exhibited a shock impedance of greater than 145 ohms with a subsequent code 1005, indicative of an open circuit condition was detected during shock delivery. Anti-tachycardia pacing (atp) and shocks had been delivered via the device, and it could not be determined if the shocks were appropriate or inappropriate at that time. The local area sales representative was contacted for additional information. At this time, no further information is available. The device was later explanted and returned for analysis. No additional adverse patient effects were reported. This report will be updated upon completion of analysis.